Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box found a related alarm. No damage or moisture ingress to the battery compartment or battery cap was observed. The battery cap was able to properly secure to the pump. The pump successfully completed a prime sequence without issue with the test cap. The pump¿s electric power draws were found to be within specification. There was evidence of internal moisture ingress and the motor circuit. Unrelated to the complaint, a bolus button cover tear was discovered; the bolus button was found to appropriately respond. Leak testing revealed a bolus button leak. Investigation revealed the display screen was dim and discolored.